Manufacturer narrative:
Plant investigation: although it was stated that the wires were available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that the rubber insulation and coating on the temperature sensor and thermistor assembly wires of the fresenius 2008t hemodialysis (hd) machine were melted. The wires were noticed during preventative maintenance. A patient was not connected to the machine at the time of the incident. The biomed replaced the wires to resolve the reported issue. The unit was returned to service at the user facility. The wires were reported to be available to be returned to the manufacturer for physical evaluation.